Event description:
During follow-up for a balloon valve leak, it was reported that this female peritoneal dialysis (pd) patient was hospitalized for atrial fibrillation (a-fib). During the hospitalization, the patient continued pd therapy utilizing the cycler and was diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2022 due to cardiac symptoms (unspecified). The patient was not in active treatment at the time of the event. The patient was diagnosed with a-fib and on (B)(6) 2022 was admitted to the hospital to the intensive care unit (ICU). The a-fib was unrelated to pd therapy. The patient continued to complete pd therapy utilizing the liberty select cycler. On (B)(6) 2022, the patient was found to have cloudy pd effluent. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy; however, drug, dose, frequency, and duration is unknown. The pd effluent culture is growing streptococcus (species unknown). The infectious disease control doctor at the hospital wants to remove the patient¿s pd catheter (not a fresenius product). The patient¿s granddaughter is not in agreement. The patient did not experience any signs or symptoms of peritonitis prior to hospitalization. The patient¿s peritonitis event has been classified as hospital acquired peritonitis with no etiology known. The patient remains hospitalized and was moved from the ICU to a regular telemetry floor. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The peritoneal dialysis registered nurse (pdrn) stated this event is classified as hospital acquired peritonitis with no etiology provided. The culture is growing streptococcus, a normal flora of the mouth and gastrointestinal tract, which suggests a breach in aseptic technique. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a balloon valve leak, it was reported that this female peritoneal dialysis (pd) patient was hospitalized for atrial fibrillation (a-fib). During the hospitalization, the patient continued pd therapy utilizing the cycler and was diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2022 due to cardiac symptoms (unspecified). The patient was not in active treatment at the time of the event. The patient was diagnosed with a-fib and on (B)(6) 2022 was admitted to the hospital to the intensive care unit (ICU). The a-fib was unrelated to pd therapy. The patient continued to complete pd therapy utilizing the liberty select cycler. On (B)(6) 2022, the patient was found to have cloudy pd effluent. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy; however, drug, dose, frequency, and duration is unknown. The pd effluent culture is growing streptococcus (species unknown). The infectious disease control doctor at the hospital wants to remove the patient¿s pd catheter (not a fresenius product). The patient¿s granddaughter is not in agreement. The patient did not experience any signs or symptoms of peritonitis prior to hospitalization. The patient¿s peritonitis event has been classified as hospital acquired peritonitis with no etiology known. The patient remains hospitalized and was moved from the ICU to a regular telemetry floor. No additional information was provided.

Manufacturer narrative:
Correction: g1.

Event description:
During follow-up for a balloon valve leak, it was reported that this female peritoneal dialysis (pd) patient was hospitalized for atrial fibrillation (a-fib). During the hospitalization, the patient continued pd therapy utilizing the cycler and was diagnosed with peritonitis. Additional information was obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6)2022 due to cardiac symptoms (unspecified). The patient was not in active treatment at the time of the event. The patient was diagnosed with a-fib and on (B)(6) 2022 was admitted to the hospital to the intensive care unit (ICU). The a-fib was unrelated to pd therapy. The patient continued to complete pd therapy utilizing the liberty select cycler. On (B)(6) 2022, the patient was found to have cloudy pd effluent. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy; however, drug, dose, frequency, and duration is unknown. The pd effluent culture is growing streptococcus (species unknown). The infectious disease control doctor at the hospital wants to remove the patient¿s pd catheter (not a fresenius product). The patient¿s granddaughter is not in agreement. The patient did not experience any signs or symptoms of peritonitis prior to hospitalization. The patient¿s peritonitis event has been classified as hospital acquired peritonitis with no etiology known. The patient remains hospitalized and was moved from the ICU to a regular telemetry floor. No additional information was provided.